Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device did not administer the patient continuous precedex drip. The nurse noticed that despite the pump "running", the volume in the syringe was not decreasing. The nurse switched the syringe pump and volume began to decrease. The syringe never alarmed (b2039045). The event occurred during infusion. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4/h4/e1: correction. D9: 09-jul-2025. H3: one device was received for evaluation in used condition. Visual inspection found the device was in used condition. Review of the event history log found no errors or alarms related to the reported issue. No previous service repair was noted for the last 12 months. Functional testing was performed, and the reported issue was not duplicated. The device tested normally at the time of evaluation. A probable cause was not able to be determined and no action was taken, as no fault was found with the device at the time of evaluation.